Event description:
It was discovered that a pump experienced undetected upstream occlusions. It was also reported that there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received and evaluated by baxter. During incoming specification testing the device falsely alarmed for an upstream occlusion during the testing for downstream occlusion detection. The upstream sensor was determined to be the cause of the false alarm. The failed upstream sensor was replaced.